Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced event on (B)(6) 2024, since there was issue with the infusion set but is not specified leading to hyperglycemia treated by drinking water and bolus from pump.